Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) . The reporter stated that the event occurred on an unknown date in (B)(6) 2015 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow of blood from a one-link luer activated device during a blood draw for unspecified labwork. The device was being used with a vacutainer. The reporter stated that after disconnecting the vacutainer from the device, blood leaked out of the device. The amount of blood loss was stated to be not significant. There was no patient injury or medical intervention associated with this event. No additional information is available.